Manufacturer narrative:
Findings: unit received no button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the pump. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with broken battery tube threads. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was unknown mg/dl. The customer stated that keys stopped responding then got an alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack by the battery compartment. The customer stated the damage occurred when he fell into lake while he was wearing his pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to river water.